Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During initial evaluation, there was indication of a defective chiller pump as the device was turning off once filled with water. After the chiller pump was replaced, it was observed that the chiller assembly was defective. No repairs were made as the customer declined repairs as it was too costly to repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d,f,h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation, the arctic sun device attempting to restart, likely electrical shorting due to chiller pump, clarifying alarm 45 (ac power lost) noted in wo. Per sample evaluation results received via task on 12aug2025, it was reported that there was a defective chiller.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation, the arctic sun device attempting to restart, likely electrical shorting due to chiller pump, clarifying alarm 45 (ac power lost) noted in wo. Per sample evaluation results received via task on 12aug2025, it was reported that there was a defective chiller.